Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex esophageal stent implanted in the gastro/esophageal junction during a gastroscopy procedure performed on (B)(6) 2015. According to the complainant, the stent was implanted to treat a 3-4cm stricture in the esophago-jejunostomy(following gastrectomy). Reportedly, the patient's anatomy was altered due to surgery. There were no issues noted during the initial stent placement and the stent was in situ for one week. On (B)(6) 2015 during a planned removal, the removal suture on the stent broke and the physician was unable to remove the stent. A second attempt was made the following day on (B)(6) 2015 using a rat tooth forceps and the stent was removed successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.